Manufacturer narrative:
(B)(4). Attorney.

Event description:
Patient was revised to address loosening of the cup. Updated 12 jun 2018: receipt of ppf and sticker sheet. In addition to what was previously alleged. Ppf alleges loosening of cup and fracture (bone). Added unknown hip implant due to alleged fracture (bone).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.